Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a twenty percent energy error in the right eye of a patient, during lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eye tracker and fluence test without any issue. The logfile shows nine performed treatments. The treatment could be identified in the logfile. The user performed an energy check at eight for the whole day. The corresponding treatment was at ten thirty one. However, it is recommended, that an energy test is performed before each patient (according to user manual). During treatment phase of reported treatment, the treatment stopped and shows a warning message: 'internal energy too high (twenty percent range)! Continue with laser pedal.' This message showed up twenty-eight times and the treatment was finished by the customer despite the warning message leading to twenty eight interruptions, as the laser stopped. The eye tracker was activated during the treatment. The laser was rebooted after the treatment including a new energy check. The last treatment of this day was carried out without any issue. No technical root cause can be identified. The root cause is user error. Energy checks shall be carried out prior to each treatment. The manufacturer internal reference number is: (B)(4).